Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without their original packaging, decontaminated and inside in a plastic bag. The complaint returned units were visually inspected under normal conditions of illumination. The sample was received with damage; the flow stop mechanism broken. Sample could not be used to perform functional test due to damage. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint was not confirmed. No root cause was determined as the complaint was not confirmed. No actions taken, but due to ongoing CAPA there was an update from revision 104 to revision 105 to add the mohawk exposure criteria. No fault was determined during the investigation. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device connected to the cassette displays an error message of no cassette, and no delivery of the medicine occurs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.